Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was having deep pain at the implant site which radiates to her hip, when she presses on ins its' painful. It was noted that the pain started a few months prior. It was reported that the patient can see the implantable neurostimulator was close to the skin and can see the wires showing through as well. It was noted that the patient noticed the battery pack was sticking out and loose. It was noted that ¿it¿s like a real thin layer¿. It was reported that ¿the piece of skin seems like it¿s wearing down thinner¿. It was noted that the pocket site was red and purplish. It was reported that the patient does not think the ins was implanted deep enough.